Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the left ventricular (lv) lead had failed to sense. The lead was implanted. The patient was stable throughout the procedure.